Event description:
It was reported that a solution set with duo-vent spike had a luer lock cap that came apart from the tubing. The reporter stated that the luer connector at the bottom of the set (opposite the spike) was ¿blown off¿ and was "completely disconnected where it is typically bonded to the tubing". This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned sample showed that the tubing had separated from the male luer inlet port. Microscopic examination of this tubing end noted that there was an incomplete solvent plow ridge. The device's remaining solvent bonds were then pull tested and passed. The cause of the condition was determined to be due to a manufacturing issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.